Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing intermittent lock. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed a dent in the bottom cover and damaged antenna coil wires. In addition, the electrode was severed along the lead and near the array prior to receipt which are believed to have occurred during revision surgery. The photographic imaging inspection confirmed broken antenna coil wires. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed the electrical tests performed. The reported complaint of intermittent lock was verified during analysis. This device had broken antenna coil wires, which was determined to have caused the loss of lock. Advanced bionics will continue to monitor failure modes of this type. This is the final report.